Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided. The corresponding author stated that shunt infection is a known risk of surgery and not related to valve implant. All of our valves are 100% tested at the time of manufacture. Jallo g.I. Et al. Effect of antibiotic-impregnated shunt catheters in decreasing the incidence of shunt infection in the treatment of hydrocephalus. Journal of neurosurgery (pediatrics 2) 2005 august; 103:131-136.

Event description:
A reviewed literature article contained a study of 211 patients that underwent 353 shunt placement procedures. Eighty-five percent of the shunt systems included medtronic strata and delta valves. The source literature reported twenty seven cases of shunt infection. The article did not comment on how many medtronic valves resulted in revision due to infection.